Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition it was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. The patient reports the pod failed to adhere and reportedly fell off the infusion site (arm), causing the cannula to dislodge. As treatment, the patient used manual injections of insulin as they did not have any pods. Once at the hospital the patient was treated with insulin. The patient will be discharged the day of this call.